Event description:
During troubleshooting for an unrelated alarm, it was reported that the home patient (hp) had only changed out one supply bag, rather than the entire setup, when they setup for therapy. The technical service representative (tsr) advised the hp to start over using all new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be performed. The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information result from that review or become available through other means, a supplemental report will be submitted.